Event description:
During an electrosurgical procedure, the pt was shocked.

Manufacturer narrative:
The unit returned. Preliminary testing results indicate the unit operates within specification. The unit will undergo additional testing. This report will be supplemented at the conclusion of the additional testing.